Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for the implant. During the procedure, the left ventricular lead did not pace. The lead was not used. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information states that the event was due to patient anatomy. There was no lead malfunction noted.